Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Medical device lot #: an invalid lot # of md001 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day experienced leakage. The following information was provided by the initial reporter: our emergency department reports leakage through the connection IV catheter and extension line.

Manufacturer narrative:
H6: investigation summary : a 20039e7d product was not available for investigation. As part of the feedback, the customer provided a lot number for the affected product, however analysis confirmed that this did not relate to the 20039e7d product. No further information was available regarding the exact location of the leakage or sequence of events leading to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e7d product over the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day experienced leakage. The following information was provided by the initial reporter: our emergency department reports leakage through the connection IV catheter and extension line.